Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient implanted with lcp proximal femoral hook plate on (B)(6) 2011. On (B)(6) 2012, patient was having the hardware removed; during surgery patient decompensated and it caused cardiac arrest. He was transferred to the intensive care unit and after three days he died. Incident has been reported to (B)(4) on july 03, 2012 by synthes (B)(4). Further information has been requested.

Manufacturer narrative:
DHR review found nothing that would cause or contribute to the reported incident. All product released met specification requirements during manufacturing. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on the topography of the fracture surfaces we can conclude that the implants had to absorb and neutralize forces over a long period of time that may have been greater than the tolerable load. The sizeable areas of forced fracture, dimples, mixed fracture, and the fatigue cracks are a sign for very high dynamic loads. Prolonged mechanical stressing and overload during to the postoperative period led to the fatigue of the material and caused the breakage of the implants. Postoperative activities of the patient have certainly played a role. A failure resulting from either a material defect or the manufacturing process of both implants can be excluded.